Event description:
A patient reported experiencing inaccurate low results with a one touch basic enhanced meter. The patient's blood glucose results were 34mg/dl, 71mg/dl, 99mg/dl. Tests were done within <5 minutes with a difference of 38mgdl. Patient did not experience any adverse events. No further information has been reported. Note - customer cleaning meter incorrectly.